Manufacturer narrative:
Evaluation summary: customer reported no video image. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the light guide fiber bundle (lcb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the light guide fiber bundle (lcb). Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Event description:
Pentax medical was made aware of an event which occurred in the united states stating that there was "no video image" involving pentax video colonoscope model ec-3890lk, serial number (B)(4). The event was observed in the operating room during use. There was no report of patient injury, delay in procedure or an event that required medical intervention.

Manufacturer narrative:
(B)(4). Good faith effort requests were made with no additional information being provided as of 05-dec-2021. The customer owned endoscope was received by pentax medical for evaluation on 12-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: light carrying bundle has less than 70% transmission, passed dry leak test, lightguide prong bent, passed wet leak test, customer complaint confirmed, operation channel- primary mild resistance, image dark. The device will undergo repairs including the following components and be returned to the customer once completed: o-rings and seals, light guide fiber bundle (lcb), bending rubber. The endoscope is awaiting repair and approved by final qc as of 05-dec-2021. Model ec-3890lk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 11-nov-2021, a device history record(DHR) review for model ec-3890lk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 09-feb-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 10-feb-2011. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.